Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2022 -02000.

Event description:
It was reported the patient underwent a left hip revision procedure approximately five years post-implantation. No additional information.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; g3; h2; h6. The complaint is confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event is unable to be confirmed due to limited information provided by the customer. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right two stage hip revision approximately five years¿ post-implantation due to pain and a joint infection. During the first stage, signs of wear and a psuedoturmor were noted, and all zimmer biomet products were removed and competitor cement spacers were implanted. Also a periprosthetic fracture was noted in the post-op xray. The second stage was completed approximately two months later with competitor products without any known further complications. Attempts to obtain additional information have been made; however, no more is available at this time.